Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the reload was broken from the device. Due to the noted damage no functional testing was performed on the reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection with laparoscopic colon resection for diverticulitis. There was a problem loading the device because the reloads were not loading properly after several firings. There was a problem unloading the device because the point where the reload and the handle meet was broken. The distal end where the reload connects to the handle was not connected. The surgeon was able to squeeze the handle but could not press the green button. The device did not fire. To complete the procedure, another handle and reload were used. No patient injury or extension in surgical time. Patient status is alive, no injury. Patient surgical history: gastric sleeve, appendectomy, hysterectomy, type ii diabetes patient allergies: demerol, morphine, penicillin, tetracycline, ciprofloxacin, erythromycin, toradol, nsaids, codeine relevant history: quit smoking 25 years ago.